Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion code failure (event) observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 10.5-11.5cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.